Manufacturer narrative:
Product event summary: the pscc100 pulse select catheter with lot 0012880293 was returned and analyzed. The catheter was visually in spected and functionally tested. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. Catheter smart chip data could not be read. Performance functional testing with the generator could not be performed due to the condition of the returned catheter. Verification of steering mechanism was performed. Deflection testing (rotating steering knob clockwise and counterclockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. Verification of sliding mechanism was performed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity testing was not performed. Unable to test due to the material in the connector handle. Inspection (microscope/x-ray imaging) and testing was performed to verify the integrity of the catheter sub-component. During inspection of the handle segment, debris (adhesive residue) was observed in the handle connector receptacle. In conclusion, the reported material (adhesive residue) on the catheter handle connection receptacle was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure, resin was found covering the catheter handle connection outlet, which caused an inability to connect. The catheter was replaced, and the issue was resolved.  The case was completed with pulsed field ablation. No patient complications have been reported as a result of this event.